Event description:
A rehabilitation resident was sitting on a shower chair while bathing with the aid of a cna. Drive is the importer and distributor of the device. The leg of the shower chair gave way causing the resident to fall. The following injuries allegedly occurred: bruising to her cheek, contusions to the back of her head, mid back, and cervical spine. The injured was treated at ER and released. The product has been taken out of service. Drive is pending claimant's information and retrieval of the device.